Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator is giving high o2 pressure supply and oxygen not available message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Conclusion / root cause: no fault found on o2 manifold. Free movement of check valves. This report is being submitted as part of the remediation for CAPA (B)(4).